Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 400cc gel, catalog #3544007, lot #198040. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent primary breast augmentation with mentor memorygel breast implant 400cc gel breast prostheses. Bilateral breast prostheses deflation was diagnosed during a CT scan. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 275cc gel breast prostheses on (B)(6) 2018. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 4/20/2018, the device history record (DHR) of lot number 204522 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. Device investigation summary: upon receipt to mentor, the device contained gel with yellow appearance. Red material was observed within the device. Red material and gel were observed on the shell surface. Visual evaluation of the device revealed a rent measuring 2.9 cm within an area of siltex cracking on the posterior aspect. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the red material observed. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast prostheses. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).